Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular channel. Oversensing of noise resulted in pacing inhibition of greater than two seconds. Additional information provided isometrics were completed and noise was reproduced. Noise was determined to be diaphragmic. Reprogramming was completed and a defibrillation threshold (dft) test was completed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular channel. Oversensing of noise resulted in pacing inhibition of greater than two seconds. Additional information has been requested but not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.